Event description:
Information received indicates patient received shock, came to office for interrogation but could not interrogate device. Additional information indicates suture sleeve not tight enough and the leads migrated. Subsequently, the device tested out of specification during mfgr's analysis.